Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the there was occasional loss of capture post-implant (within a day). The device was initially left programmed to 5 v @ 0.6 ms. The next morning, it was noted that the patient's right ventricular (rv) thresholds in both unipolar and bipolar were < 0.5 v @ 0.4 ms, and no loss of capture was noted during the night. The rv output was then lowered to 3.5 v @ 0.6 ms, and a loss of capture episode followed 20 minutes later, with both unipolar and bipolar thresholds having increased to between 1 v to 1.5 v @ 0.4 ms. It was suspected that the tip of the lead was not consistently touching the tissue, therefore intermittently losing capture. The lead remains in use. No patient complications have been reported as a result of this event.